Manufacturer narrative:
Of the three malfunctions, the lot number for one malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for one of the malfunctions. The investigation of the malfunction with medical records provided is confirmed for difficulty to remove and perforation of the ivc. The remaining two malfunctions are inconclusive for difficulty to remove and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficulty to remove and perforation. This information was received from various sources. All three malfunctions involved patients with no reported consequences. One patient was reported as a (B)(6) year-old female weighing (B)(6) lbs; all other patient details were not provided.

Manufacturer narrative:
H10: of the three reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80457. H10: of the two malfunctions, the lot number for one malfunction was provided and a lot history review was performed. The devices for the two malfunctions were not returned to the manufacturer for evaluation; however medical records have been received for one malfunction. The investigation of the malfunction with medical records provided is confirmed for difficulty to remove and perforation. The remaining one malfunction is inconclusive for difficulty to remove and perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficulty to remove and perforation. This information was received from various sources. All two malfunctions involved patients with no reported consequences. One patient was reported as a 28-year-old female weighing 258 lbs; all other patient details were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficult to remove and perforation. This information was received from various sources. All two malfunctions involved patients with no reported consequences. Of the two reported malfunctions, one patient is a 28 year old female and weighed 258 lbs and the other is a 45 year old male. The weight of second patient was unknown.

Manufacturer narrative:
H10: of the three reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80457. H10: of the two malfunctions, the lot number for one malfunction was provided and a lot history review was performed. The devices for the two malfunctions were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions and medical images provided for one malfunction. For one malfunction, the investigation is confirmed for difficult to remove and perforation. For the remaining one malfunction, malposition of device (a150202) code was added and the investigation is confirmed for the perforation, tilt and difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the three reported malfunctions, two are reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr (B)(4) and (B)(4). H10: as the lot number for the reported malfunction was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record and images were provided and reviewed. Therefore, the investigation is confirmed for the reported malposition of device, difficult to remove and perforation. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced difficult to remove, malposition of device and perforation. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 45 year old male patient weight was not provided.